Event description:
The user facility reported that angio-seal device locator/insertion sheath assembly was attempted to be inserted into the artery over the guidewire, however the assembly was not inserted due to high resistance. The device was not used, and manual compression was applied for 18 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. There was no health damage. The procedure before deploying the device was endo vascular treatment (evt). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).